Event description:
Abbott freestyle libre 3 plus cgm sensor gave inaccurate low readings then failed its internal self-test and gave replace sensor message. Abbott required return of product and provided replacement.